Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the implant site. Symptom was swelling. It was also noted that patient had difficulty charging the ipg. Antibiotics were prescribed. Patient stated that swelling was already going down and infection was going away. Physician confirmed that there was no infection and was able to charge now. No further course of action will be taken.